Manufacturer narrative:
Upon removal of the angiosculpt device, the scoring element had detached at the distal end. Recurrence of the malfunction could result in a stent/lesion interference, vessel dissection or perforation, embolism or retained device fragments and surgical intervention may be necessary to remove device. No relevant tests or laboratory data was performed prior to the procedure. (B)(4). The angiosculpt device was returned for evaluation. Visual investigation found one scoring element ring lifted and detached from the scoring element neck. Three scoring element struts were bent at the distal end with a slight overflow lifting of material near the distal balloon leg. In addition, scrape marks were present along the transition tubing. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon passed through a stent to get to the stenosed segment. The balloon was inflated quickly to 10 atm in the loop av graft of the patient's arm. The angiosculpt was removed with no resistance. Upon removal, the distal end of the scoring element had separated.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.